Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced abdominal wall abscess. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/15/2016. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted concurrently with a hysterectomy, and right salpingectomy. It was reported that following insertion the patient experienced pain, tenderness in stomach, leaking, recurrent uti's, bladder spasms, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was further reported that the patient underwent a repair of complex incisional hernia with mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hernia repair procedure and mesh was implanted concurrently with CT guided drainage of abscess on (B)(6) 2012 by dr. (B)(6) due to subcutaneous wound infection status post complex incisional hernia repair.